Event description:
Spontaneous call from pt reporting that pump sn (B)(4) is going back to program default and lost programming. Confirmed current pump rate of 0.03ml/hr. Pharmacy to ship new pump to home address. No other info available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.